Event description:
A report was rec'd that alleges that the tracheostomy tube was deflating at the cuff after an unk amount of time in situ. Replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
Device eval: one used sample was rec'd for eval. Upon pressurization, the cuff was found to hold pressure and operate as intended within specification; no leaking was observed. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.